Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to incorrect or insufficient reprocessing. However, the root cause of the reported event is unable to be determined. The event can be detected by following the instructions for use (IFU) which state: chapter 3 preparation and inspection . ¿if this instrument malfunctions, do not use it. Return it to olympus for repair as described in section 5.3, ¿returning the endoscope for repair¿ on page 54." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This device is not sold in the us but a similar device is. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Event description:
As reported for this event by the customer, the device nozzle was observed to have come off in the automatic endoscopy reprocessor (aer) after the reprocessing cycle was completed. The nurse attached the nozzle on the device and tested the water flow. The flow being functional, the device was used in a procedure without a second reprocessing performed for the device. There were no issues noted with the procedure and there is no harm to the patient.